Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the suspected thrombus and reported hemolysis could not be conclusively determined. The account reported the patient was admitted for suspected thrombus and presented with elevated ldh at 740. An echocardiogram returned negative for thrombus. A ramp study could not determine any issues and the patient was treated with medication. The patient's ldh trended downward to 432 and the inr was 2.9 upon discharge. The patient was discharged home in stable condition and remains ongoing on vad support with no further related issues. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Correction.

Manufacturer narrative:
Approximate age of device- 9 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for suspected pump thrombosis. The patient presented with elevated lactate dehydrogenase (ldh) of 740 u/l with an inr of 1.1 which was incidentally found with routine lab work. An echocardiogram performed on (B)(6) 2018 presented without apparent thrombus. The patient was started on bivalirudin with coumadin for elevated ldh. Ramp study done (B)(6) 2018 per heart failure indeterminate, concerning on certain parameters. Computed tomography angiography (cta) was held off norvasc titrated up on (B)(6) 2018 and carvedilol titrated up on (B)(6) 2018 for elevated mean arterial pressure (maps). The patient was started on dipyramidole twice a day on (B)(6) 2018. Stopped statin on (B)(6) 2018. Ldh trending down to 432 u/l and inr 2.9 on day of discharge. The patient will resume lasix at home. The patient was discharge with instructions to continue on coumadin 7.5 mg daily. A clinic visit is scheduled for (B)(6) 2018. No additional information provided.